Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the jaws of the device locked on tissue and the doctor had to cut the stapler out to remove it. It could not unload. Had incomplete staple line. There was tissue loss and tissue damage at staple line when cut out. Cut out stapler then needed to use a new one to complete the case. Patient status was unknown.

Manufacturer narrative:
Correction : (device code) as per additional information received this report updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction : model#sigtrs45amt is not reportable as additional information was received which states the correct model is egia60amt. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the returned reload was still attached to the handle. The handle firing knobs were not fully retracted. The jaws of the reload were clamped. The reload was returned fully fired. The reload was disassembled and the knife laminates were found to be damaged. Score marks were present on the channel adapter. The lock ring could not return to its home position. Functional testing could not be performed due to the noted damage. A review of the device history record (DHR) could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed conditions may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was a misuse of the product which would have caused or contributed to the reported incident. The secondary condition was related to a slight bowing condition of the knife bar laminates associated with laminate positioning within the reload. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use (IFU). The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the jaws of the device locked on tissue and the doctor had to cut the stapler out to remove it. Patient status was unknown